Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged. There was no reported impact to the customer¿s blood glucose level. During a follow-up call, the customer declined to provide additional information regarding the reported issue.